Event description:
The customer reported being in the emergency room with low blood glucose of 46mg/dl while her blood glucose meter at home was reading 234mg/dl. The blood glucose reading at time of call was 51mg/dl, and she treated with meat sandwich, apple sauce, and milk. The customer was able to provide data from the insulin pump and noted that there were activities, which may have been connected to the event. The customer mentioned using the sensors for six days. Advised the customer that this was not FDA approved for this sensor. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.